Manufacturer narrative:
The user reported not receiving readings on the librelinkup app. Attempted to replicate the user¿s complaint using a similar configuration and was able to receive glucose readings, and the complaint was not able to be reproduced. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A notification issue was reported with the adc device in use with an iphone xr with ios operating system version v.soft 4.6.0.8. Customer did not receive any freestyle librelink notifications and was unable to monitor glucose with sensor readings. As a result, the customer experienced symptoms of sweating, a loss of consciousness, and a loss of sight, however there was no report of treatment from a third party. The customer was able to self-treat with "sumo and sugar" as their treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A notification issue was reported with the adc device in use with an iphone xr with ios operating system version v.soft 4.6.0.8. Customer did not receive any freestyle librelink notifications and was unable to monitor glucose with sensor readings. As a result, the customer experienced symptoms of sweating, a loss of consciousness, and a loss of sight, however there was no report of treatment from a third party. The customer was able to self-treat with "sumo and sugar" as their treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.